Event description:
A vns patient was seen by their neurologist on (B)(6) 2013 for a breakthrough seizure and was found at that time to have high impedance over 10,000 ohms. Not a change in seizure type and just one seizure, so not above their pre vns seizure rate. The patient was referred to surgeon with x-rays . It was reported that there was a clear lead fracture seen on their x-rays and patient will be set up for replacement surgery. Their implanted battery was not showing eos. Their device was programmed off. The patient moves their neck a lot as a result of his (B)(6) and he also has grown a lot over the past year and felt both could have caused the lead fracture . The patient had been seizure free on vns mono therapy. It was decided to do a prophylactic generator replacement to a 105 to avoid another anesthesia and to have device last longer and replace their lead. The patient had full revision surgery and their explanted products have been returned for analysis. Analysis completion is pending.

Event description:
An analysis was performed on the returned lead portion and a fracture of the lead was confirmed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 247mm and the connector pin quadfilar coil at approximately 253mm past the end of the abraded open / torn outer silicone tubing. Visual analysis was performed and identified the areas as having pitting and mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. One of the inner silicone tubing appeared to be abraded open/torn. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Product analysis was completed on their returned generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.998 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 17.758% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.